Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. Microscopic inspection revealed conductor wire 4 was protruding through the shaft just proximal to electrode 4. No blood-like substance (bls) was seen in or around the wire, therefore it could not be determined whether the protrusion/exposed electrical wire occurred prior to or during the procedure. The device history record was reviewed and confirmed the device passed all inspection procedures during manufacturing, which includes a microscopic inspection for exposed wires or protrusions. Therefore, the cause of the exposed wire could not be determined to be manufacturing related.

Event description:
This report is to advise of an event observed during analysis confirming a protruding conductor wire through the shaft of the catheter.